Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump passed the dat test at 0.08790 inches. The pump was received with cracked case on display window corners, cracked lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 404 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as vomiting and shortness of breath. The customer was treated with IV fluids at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.